Event description:
It was reported that an asymptomatic patient presented for a routine follow up and was found to have loss of capture. Chest x ray of the lead confirmed that dislodgement had occurred. The patient had no symptoms due to dislodgement. On (B)(6) 2018, upon attempting to reposition the lead, patient anatomy did not allow for repositioning. The lead was extracted and replaced. The procedure was successful with no complications. The patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).